Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 299 mg/dl after the cgm displayed a false low reading of 52 mg/dl. The user¿s caregiver replaced the dexcom g7 sensor, and insulin delivery continued after reconnection. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.